Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician was initially unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) even after using a second programmer. Boston scientific technical services (ts) was consulted and suggested using a magnet to reset the telemetry. It was noted that after placing a magnet over the s-ICD, a successful interrogation occurred. The s-ICD remains in service and no adverse patient effects were reported.